Event description:
A customer contacted beckman coulter regarding an erroneous potassium (k) result that was generated by the synchron cx5pro instrument. The customer indicated that they repeated k testing and the result was the same (3.4mmol/l). The result of 3.4mmol/l was reported out of the lab. Based on available info, the instrument was recalibrated and qc was performed and then the pt sample was re-tested for k. The repeated k result was 3.7mmol/l. No additional info regarding this event was provided by the customer. There is no info if treatment was initiated or withheld.

Manufacturer narrative:
The fse inspected the instrument and discovered that the obstruction detection (odc) had been disabled. Based on available info, the fse enabled the odc and verified that it was functioning within specifications in 2006. The customer indicated that this feature was turned off approx 6 wks ago (beginning of april, sometime after fse visit. The event was reviewed with very limited info as details were not provided by the customer and they were not willing to investigate the incident. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.